Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Prior investigation results remain the same: root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 157446, lot number: 223640, brand name: m2a-magnum mod hd. Catalog number: 139259, lot number:3 47850, brand name: m2a magnum 42-50m tpr. Catalog number: 11-103207, lot number: 585500, brand name: taperloc por fmrl lat. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2019-01259. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by MFR: device not returned for evaluation.

Event description:
It was reported that a patient has been indicated for left total hip arthroplasty revision approximately seven (7) years post-implantation. The patient is allegedly experiencing pain, tissue and bone damage, metal wear, metal poisoning, and limitation of daily activities. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the patient. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 7 years post implantation due to failed mom devices with metallosis. No further information is available.